Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged meter has randomly erased the last four days of data. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.